Manufacturer narrative:
UDI: (B)(4). The device manufacture date was unknown. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was worn, had damaged mechanics, low power and an air leak. It was further determined that the device failed pretest for check the attachment coupling, check attachment coupling with attachments, check for air leak, check function of soft mode switch (safety system) and check the power with test bench at 6 bar: minimum 110 to 160 watt. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.